Event description:
The facility reported an infusion pump with a failure code 810:11. The failure was reported to have occurred during biomed testing. No record of any t incident involving the pump since the last baxter service event and no pt injury had been reported.